Event description:
It was reported that during an unrelated procedure, an insulation anomaly was noted. Electrical measurements were normal. The physician repaired the lead with a repair kit and the lead remained in service. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).